Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reports that the blood samples from two known (B)(6) patients are generating negative results with the architect syphilis tp assay on an architect i2000sr analyzer. The following information was provided: (B)(6): (B)(6) 2017 = 0.46 s/co (negative); retest at 0.44 s/co; retest on (B)(6) 2017 with a similar negative result. Patient history was used to request additional (B)(6) testing immediately rather than just the routine architect syphilis test. (B)(6) were all (B)(6). The sample repeated on both architects as 0.45 s/co (negative). A new sample was taken seven day later and generated a (B)(6) result. (B)(6): (B)(6) 2017= 0.55 s/co (negative); sample not retested. This patient had tested (B)(6) with the architect system on a previous date (not provided). Since both patients were known (B)(6), extended testing was performed on both samples by two alternative methods and (B)(6) results were generated. Controls have remained within range. The customer later retested (B)(6), which generated the expected (B)(6) result on a second architect isystem in their lab. There is no impact to patient management reported. It was later discovered that the customer have used an incorrect bulk solution as the ph levels in the buffer tank indicated contamination. After thorough flushing of the analyzer both samples were retested and both generated negative results of 0.4 s/co.

Manufacturer narrative:
The customer observed instrument error code 1005 (result cannot be calculated, final rlu read is outside the specification of the lowest calibrator) and false negative architect syphilis tp assay results after preparing the architect concentrated wash buffer, list number 6c54-58. The customer reports that after instrument decontamination and replacing the wash buffer generated results were as expected. A review of complaint tracking and trending metrics was performed and identified no adverse or non-statistical trends in conjunction with the complaint issue currently under evaluation. The architect systems operation manual provides information to address the current customer issue. Based on the available information from the customer site and the results of this evaluation, there is no evidence to reasonably suggest a systemic issue or product deficiency exists. A use error caused the issue as the customer acknowledged that they prepared the wash buffer incorrectly, which caused the observed issues. Repeat testing of the samples using correctly prepared wash buffer generated results as expected.